Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
Customer states that compartment b is not charging the battery. No pt involvement.